Event description:
It was reported the epg (external pulse generator) shut off twice while in use on a patient. Bradycardia occurred, and the epg was replaced. The patient was monitored. No further patient complications were reported as a result of this event. The patient's outcome was reported to be fine; stable and discharged. It was also reported there was no alarm for low battery. The epg was sent to clinical engineering where the reported shut off could not be reproduced. An "intermittent short in the sense line" was reported to be observed, because when the bench where the epg was set was bumped, the sense light flashed. The epg was removed from service and returned for evaluation and repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. One side bail cover is broken. Ring cover is contaminated.